Event description:
On (B)(6) 2011 the pt was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. Immediately post operatively the pt suffered from an acute myocardial infarction with was successfully treated with coronary angioplasty. The pt was discharged form the hospital on (B)(6) 2011.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.